Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee that an ar-3603-2, fibertak¿ suture anchor, double loaded with #2 tigertail® (blue/black and white/black), anchor implant failed during deployment. This was detected at an unspecified time on (B)(6) 2024 with no case involvement. Further information is being requested from the arthrex employee. (B)(6) 2024: it was clarified by the arthrex employee that 2 units of ar-3603-2, fibertak¿ suture anchor, double loaded with #2 tigertail® (blue/black and white/black), failed during deployment, they were deployed but the anchor pulled out. This was detected during a right shoulder subacromial decompression, labral repair and rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as an ar-1934bcf-2 was used instead.